Manufacturer narrative:
Results: the neuron 070 was ovalized approximately 110.0 cm from the hub. The neuron 070 was kinked approximately 100.0 and 101.0 cm from the hub. The neuron 070 was attempted to be advanced through a demonstration neuron max. However, resistance was encountered as the ovalization in the neuron 070 was introduced into the hub of the neuron max and neuron 070 could not be advanced any further. Conclusions: evaluation of the returned neuron 070 confirmed that the catheter was ovalized. If the peel-able sheath (supplied by penumbra) is not used during insertion into another device, damage such as an ovalization may occur. Further evaluation of the returned neuron 070 revealed that the catheter was kinked. These kinks may have occurred due to forceful advancement against resistance. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter (neuron 070). During the procedure the physician noticed that the neuron 070 became ovalized. The procedure was completed using a new neuron 070. There was no report of an adverse effect to the patient.